Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that an ilet device had a cracked touchscreen, rendering the screen unusable and the device no longer watertight, and the user could not pair the device to the mobile app or operate the device. Symptoms included no injury and no change in blood glucose. Outcomes included the decision to replace the device and return the damaged unit, with the user advised shutting down the device and back up therapy using alternate methods as needed. Investigation of this case revealed physical damage to the display component resulting in loss of user interface functionality and loss of water ingress protection. It was concluded that the device was nonfunctional due to physical damage and required replacement, with no patient harm reported.